Manufacturer narrative:
\Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the driving cap/threaded (part # 03.010.523 & lot # l814084) was received at us cq. Upon visual inspection it was noticed that the threaded distal tip is broken off at the most proximal end and struck inside the concomitant device radiolucent insertion handle (part # 03.033.001 & lot # l887190). The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Dimensional inspection: the dimensional inspection was performed on the returned device. Due to the threaded distal tip was lodged in the insertion handle, the diameter of the groove proximal to the broken tip was measured groove diameter was within the specification. Shaft diameter adjacent to the break was within the specification. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. Connector for insertion handle during the investigation no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523 & lot # l814084) as the threaded distal tip was broken off at the most proximal thread part. While no definitive root cause could be determined, it is possible the device encountered unintended forces when it impacted the floor. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings product issue escalation (pie) task has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 03.010.523 lot number: l814084 manufacturing site: bettlach release to warehouse date: 01. June 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, while inspecting the femoral recon nail instrument (frn) set it was noticed that the driving cap was still screwed into the insertion handle. As the sales consultant was inspecting the set, the insertion handle/driving cap fell and hit the floor. The driving cap broke off at the thread part/conjunction of the insertion handle. There was no patient involvement. Concomitant devices reported: radiolucent insertion handle frn (part# 03.033.001, lot# l887190, quantity# 1). This complaint involves one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).